Event description:
Healthcare professional reported injecting a patient in the chin with juvéderm® volux¿. The patient experienced ¿possible vascular occlusion¿ on the chin. Event status is unknown.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b3, b5, b7, d6a, h8.

Event description:
Healthcare professional additionally reported the vascular occlusion occurred during injection.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, b2, b5, b7, e1, h6, h10.

Event description:
Additionally, the healthcare professional reported that the patient was injected in the ck1, ck2 with 1 ml, in the jw1, jw4, and jw5 with 2 ml, and in the c1, c3, c4 and c5 with 2 ml, totaling 5 ml of juvéderm® volux¿. The patient was also injected with juvéderm® voluma® with lidocaine 9 weeks before the juvéderm® volux¿. The event was attributed to ¿build up of filler.¿ the patient was massaged post-injection with gauze and chlorhex, when a ¿small blue/purple bruise¿ appeared on the chin a minute or so later at the ck4 site. The patient was treated with hyalase that day. The event resolved that day. This is the same event and the same patient reported under patient identifier cn-173376 (emdr-62730). This emdr is being submitted for the suspect product, juvéderm® volux¿.